Event description:
Customer reported the spectrum monitor shut down, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's cpu board and power supply, and reseating the cables. Unit was calibrated and safety tested to factory's specifications.